Manufacturer narrative:
The device was not available for return. The manufacturing records were reviewed and no nonconformities were found. Based on the report, it is likely that the event was procedure rather than device related.

Event description:
It was reported to nevro that a patient exhibited motor and sensory deficit during surgical lead implant. The physician removed the surgical lead and implanted percutaneous leads instead. The patient was kept under observation post-operatively and was admitted to the ICU due to continued signs of deficit. Recent follow up indicated that the patient had been discharged and is recovering at a rehabilitation center.

Manufacturer narrative:
Follow-up indicated that the patient ultimately had the device explanted. There have been no reports of further complications regarding this event.